Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: during the procedure, the physician crossed the lesion with a luge wire. The tracker-18 catheter was then advanced over the luge wire. The luge wire was then removed. During attempts to advance a rotablator wire, the wire would not come out of the distal end of the catheter. More than 1/2" was attempted to be pulled out. It would not move within the tracker. The protruding distal end of the rotablator wire broke off. No harm was reported to have occurred to the patient as a result of this event. Please note that this event was reported to bsc listing the tracker-18 catheter as the subject device. This event is being reported for the breakage which occurred at the distal end of the rotablator wire. From the information provided to bsc, it cannot be determined whether or not the tracker-18 infusion catheter contributed to the wire breakage.

Manufacturer narrative:
The above complaint received for tracker 18 - unibody indicates that a rotablator wire got stuck in the distal end of this product. It was not possible to verify the complaint description, as the unit was not returned. As the sample has not returned, the complaint will be closed out. The shop floor paperwork for the catheter was reviewed and no anomalies were found. Qc results were all found to be inside specification. On this basis, the lot was deemed acceptable for release to distribution. There were no replies from questions sent to the sales rep. Questions were sent to the hospital on two occasions requesting information. No replies were received from hospital therefore, it was not possible to determine if continuous flush was maintained. This complaint description could not be confirmed as the sample was not returned. All units undergo 100% inner lumen inspection at the manufacturing site indicating that the catheter was within specification prior to release. One possible cause for this complaint maybe the continuous flush was not maintained. The dfu states that in order to achieve optimal performance of the catheter, it is critical that a continuous infusion of appropriate flush solution be maintained. There will be no corrective action as the root cause cannot be determined, however this defect will be monitored and trended. Should the unit be returned in the future, the complaint will be re-opened.